Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed. The customer also stated that she ran a fixed prime and pump was not delivering insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.